Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and insulin squirted out during the manual prime process. The customer stated that the insulin pump had not been bumped, dropped, or exposed to water. The customer was disconnected from the insulin pump at the time of the priming. The customer's blood glucose was 188 mg/dl. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.